Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component. Should the device become available for analysis, this investigation will be updated.

Event description:
This device was explanted due to eri. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the device was subjected to electrical analysis and successfully interrogated with a programmer, indicating a battery status of eri that was activated on september 17, 2024. The memory content documented a normal and expected current consumption, however, an inconsistency between current consumption and battery voltage was noted. Therefore the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. In a next step, the battery was disconnected from the electronic module. Further thorough investigation of the electronic module showed a normal current consumption. Next, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the manufacturing. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. Inspection of the inner assembly revealed evidence of an internal short circuit, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.